Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating and not connected. A technical support specialist (tss) confirmed that structured query language licensing had expired and was renewed by the server engineer with assistance from the customer information technology team. Services were restored, and es and reports became fully functional. The service engineer resolved the issue, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server had all the stations were not communicating and not connected and could not manually add the patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.